Event description:
The facility reported a colleague infusion pump with "failure." According to the facility, it is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of "failure" was not confirmed or reproduced during product evaluation; however, the quality engineer has determined that this condition was a result of a 812:05 failure code; failure code 812:05 is a cascade failure from fc 810:11. No repair was necessary to correct this condition. This device has not been previously sent into service for the reported condition of "unknown failure code (fc 810:11)" or any other fail code. A device history record review was performed, and no abnormality was observed. Should additional information become available, a follow-up medwatch will be submitted.